Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, h6. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was likely due to patient factors/conditions and the progression of underlying valvular disease.

Event description:
Edwards received information a 29mm mitral valve was explanted after four (4) years, three (3) months, was explanted due to severe mitral stenosis, and mural thrombus of heart. Patient had enterrococcus faecalis that was treated with antibiotics approximately five (5) months prior to 29mm 7300tfx explant. Patient presented with chronic systolic heart failure. The patient's existing mitral valve had mural thrombus extending up to the opening of the valve. The explanted device was replaced with a 29mm mitral valve. Patient post-operative status noted as in recovery. Concomitant coronary artery bypass was performed. Patient was discharged on post-operative day four (4). Pathology report for the mitral valve noted prosthetic valve with three partially fused and partially mobile tan to yellow leaflets.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 29mm mitral valve was explanted after four (4) years, three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 29mm mitral valve. Patient post-operative status noted as in recovery. Concomitant coronary artery bypass was performed.